Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, an impedance anomaly and high capture threshold were observed. The lead was explanted and replaced. There was no harm done to the patient. The patient condition was stable after the surgery.